Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance medtronic¿s paramount mini and visi pro balloon expandable stent systems. Survey results received for an interventional cardiologist with 10 years¿ experience who was been using the paramount mini stent system since 2017. The respondent has used the paramount mini system to treat 20 occlusions, lesions at high risk for abrupt closure or threatened closure following percutaneous transluminal angioplasty (pta), with 15 of these procedures being undertaken in the past 12 months. 10 procedures were performed using the paramount mini system to treat lesions believed to be at high risk of stenosis following pta in the renal arteries, with 8 of these being performed in the past 12 months. For palliative treatment of malignant neoplasms in the biliary tree, the physician has carried out 2 procedures using paramount mini devices, with one of these being within the past 12 months. The respondent reports a non-device related complication of stent misplacement associated specifically with pta or stent placement for occlusive or stenotic disease during use of the paramount mini stent system. The event was considered to be somewhat concerning.